Event description:
On 10/20/2025 the user reported they were unable to unlock the ilet and a firmware update prompt could not be acknowledged. Upon closer inspection a crack on the screen was noted and the device could not be used. A replacement ilet was arranged. No blood glucose impact or injury were reported. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.